Event description:
Customer reported that on (B)(6) 2012, her blood glucose measured 183 mg/dl, so she administered a 2.3 unit insulin bolus. At 6:42 she activated the subject device. At 8:47 am her bg had risen to 284 mg/dl, so she took an additional 4 units by bolus. At 9:27 am her bg was 350 mg/dl (no treatment was reported). At 10:26 am the device alarmed during a bolus and was removed.

Manufacturer narrative:
The returned device was received with discoloration inside, indicating a possible fluid-leak. During fluid pressure testing, leaking from the top of the nozzle boss (site b) was observed. The nozzle cap was found to not be seated properly. An investigation into this issue has been initiated and is on-going at the time of this report. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."